Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "IV pump with multiple pressors was running. A channel error occurred, and pumps completely shut off. I red tagged this pump for clinical engineering." There was patient involvement, but impact unknown.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "IV pump with multiple pressors was running. A channel error occurred, and pumps completely shut off. I red tagged this pump for clinical engineering." There was patient involvement, but impact unknown.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a,b,c,g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Event description:
Received a copy of the customer's medwatch report from FDA which states, "IV pump with multiple pressors was running. A channel error occurred, and pumps completely shut off. I red tagged this pump for clinical engineering." There was patient involvement, but impact unknown.